Manufacturer narrative:
(B)(4). Results: the reported discomfort reported by the patient was not confirmed. As received, the ipg was responsive and communicated with lab utilities. Programming the ipg with the aggressive settings did not display any anomalous outputs when monitored on an oscilloscope. The ipg was tested to manufacturing specifications using the autotester and passed all tests. The ipg communicated with and was fully charged with a lab charger without any issue noted. No physical or functional anomaly was observed that would contribute to the reported complaint. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site shooting down her leg shortly after charging. The patient underwent surgical intervention where her ipg was replaced with a new one.